Event description:
A patient reported two blood glucose comparisons with a results of "150 mg/dl and 160 mg/dl" with a lifescan meter and "100 mg/dl" on a laboratory device, both performed between 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.